Event description:
The patient's boyfriend reported that in 2008, the patient had an elevated blood glucose reading of 33.2 mmol/l (597.6 mg/dl) with her recommended range being 6-10 mmol/l (108-180 mg/dl). He stated the patient was throwing up and she bolused insulin through her infusion device to treat the reading but her levels did not decrease. He stated he then took the patient to the emergency room. He said the patient has returned to injection therapy. On follow up, the patient stated she met with her doctor and he wants her to remain on injection therapy. The product was requested to be returned for evaluation.